Event description:
I had acdf surgery with stalif cage and stalin screw abs 1440 on (B)(6) 2019 and have had on going problems ever since. Continued constant pain/ pressure and burning in my neck out to shoulder down arms. Feels like a heart attack pain sometimes. I feel and hear the cage giving and crunching inside my neck, have had swallowing and throat problems since the surgery. There is definitely something wrong with this product as I had a acdf sx before with different cage and had no problems. I have had crunching and a giving feeling and pain inside my neck ever since I had the surgery with this product. This needs to be looked into with other patients because something is definitely wrong with this product. I currently have a follow up appointment with my neurosurgeon with this problem on (B)(6) 2022. This definitely needs to be reviewed and followed up with other patients as they may not know this product is the cause of their problems. I look forward to hearing from you about the problems with this product probably needs taken off the market before severe problem happen like paralysis. Thank you so much mrs (B)(6). FDA safety report ID# (B)(4).